Manufacturer narrative:
The causes of reoperation following a failed annuloplasty repair is well-documented in medical literature. Typically, reintervention on the annuloplasty ring occurs due to factors such as progression of valvular heart disease, rather than inherent structural deficiency in the annuloplasty ring itself. Over time, the underlying heart condition that initially required repair may worsen, leading to further valve deterioration. This ultimately affects the durability of the initial repair, necessitating re-intervention. Other contributing factors include the emergence of new pathologies (such as infective endocarditis or degenerative changes), the patients baseline hemodynamics, anatomical alterations, and procedural considerations. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors including implant duration of more than 10 years.

Event description:
It was learned through implant patient registry that a 4450 34mm mitral ring was explanted after an implant duration of 18 years and 4 months due to regurgitation. The root cause of the event was considered to be structural deficiency of the ring with torn chordae on edge of the posterior leaflet. The ring was replaced with a 11400m 31mm valve. The patient was stable and discharged on pod#5.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.